Event description:
It was reported that for one hand piece for battery powered driver the reverse speed was not working. For three others the motor was running intermittently. There is no patient involved. The issue does not involve a surgery. It was discovered during evaluation after the devices were returned to the manufacturer. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Additional product code: gxl. Device is an instrument and is not implanted/explanted. Service history review: lot 001616/5585884: a service history of the past three years has been reviewed. The item was previously returned for service on october 10, 2012 due to motor failure. The customer called in a service request for this item on (B)(6) 2015 and reported the device is inoperable. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable. The manufacture date of this item is august 22, 2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the device required service. The repair technician reported the contact plate was cracked, the motor was running intermittently, and the positive wire on the main circuit was damaged. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle, contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.